Event description:
It was reported that; three of the green rings broke during the procedure.

Manufacturer narrative:
Risk assessment; no lot # was provided, so a manufacturing record review could not be performed. The plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-rings.

Event description:
It was reported that; three of the green rings broke during the procedure.